Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. Internal leakage test and safety valve test failed during pre-use check. According to received information, the air gas module was defective. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The claimed part was not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that flow transducer test failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).